Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, the nozzle was found to be clogged with black foreign matter due to insufficient reprocessing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the air and water supply was clogged during reprocessing. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes for the reported issue may include: foreign material from peripheral devices used with the endoscope entered the channel and caused the clog. Olympus will continue to monitor the field performance of this device.